Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to power on the all-in-one (aio) unit. A technical support specialist attempted to power it on and switched the outlets, the cabinet powered on, but the aio did not. A field service engineer replaced the lock, discovered that the incorrect outlet had been used for the power, restored the power and the aio was successfully powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the all-in-one (aio) unit was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.